Manufacturer narrative:
2 of 2 devices were returned for evaluation. Evaluation of two devices found normal chuck wear and the turbine needed to be replaced. The devices was repaired and returned to the customers.

Event description:
This report summarizes 2 malfunction events where a midwest stylus atc would not hold burs. No injury resulted in any of the events.